Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting due to the ransomware attack. Upon troubleshooting actions, fse reloaded the system software and formatted the ippc image hard drives. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was not booting up due to a ransomware attack on the hospital. No harm was reported to philips.a philips field service engineer (fse) inspected the system onsite and reloaded the system software and formatted the image processing pc which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.